Event description:
It was reported that an alarm 2 followed by alarm 26 occurred due to an occlusion issue. There was no adverse impact to the customer's blood glucose level, and readings did not exceed 500 mg/dl. The customer received instructions from technical support to perform multiple actions including disconnecting tubing, tightening connections, and delivering boluses. Despite recurring alarms, a bolus was successfully completed, and the customer was instructed to replace supplies as necessary and resume insulin therapy.